Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 57.9 cm. Suture sleeve was found cut and separated. Suture sleeve tie down impression and offset outer coil was found at 17.2 cm from the connector pin. The outer coil was compressed at the middle region of the lead. High potential testing was performed and failed at 1.5 kv between conductors. The lead was then dissected at 19.2 cm from the connector pin where the high potential test failed. Inner insulation damage was found at 17.2 cm from the connector pin. The damage was consistent with procedural damage caused by overtightening of suture sleeve tie.

Event description:
It was reported during the implant procedure, the suture sleeve of the lead was found to split in half easily and a large insulation breach was found near the proximal end of the lead. The lead was removed and a different lead was used to complete the procedure. There were no reported adverse consequences to the patient.